Event description:
Customer notified ni-med of kits in the field that had holes in the bottom of the tray from the instruments. The cause of the instruments poking through the tray is the result of the tray being made too deep during the mfg process. Because the tray was deeper, the plastic was too thin, allowing the instruments to create holes. The tray depth was set too deep by maintenance personnel during the machine set-up. The personnel involved with this have been retrained as a result of this.